Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 09/09/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. A review of the log indicated loss of signal on date of incident. The global transmitter final functional test was performed and passed with no deficiency. The reported customer complaint was confirmed. The root cause could not be determined post investigation.